Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that all sounds with the device became softer. An incident of accident or trauma is unknown. The patient may be re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Also an accident or impact might have weakened the fixation of the electrode which led to electrode mobility. The device has been explanted but not received for investigation yet.

Event description:
It was reported that all sounds with the device became softer. As per further information received the degradation in hearing was sudden in (B)(6) 2017. An incident of accident or trauma is unknown. Re-implantation was performed. The explanted device has been requested but not been made available for investigation.